Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient underwent initial hip surgery on (B)(6) 2020 on the right hip side. Patient sustained intra-operatively a periprosthetic calcar fracture. The fracture was fixed with two cerclage wires. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: one intra-operative and two post-operative x-rays have been received. It can be confirmed that the periprosthetic calcar fracture has been fixed with two cerclage wires. Study documents have been received: findings: leg length discrepancy ¿ 8mm (pre-operatively), asa ii, anesthesia ¿ spinal/epidural, surgical technique not followed ¿ intra-operative calcar crack resulting in two cerclage wires. Crf pg. 14. D/c (B)(6) 2020 ¿ home, aspirin, ted hose, foot scd¿s, mymobility home exercises. One month visit (B)(6) 2020: patient progressing as expected for one month. Satisfied. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that patient underwent initial hip surgery on (B)(6) 2020 and patient sustained intra-operatively a periprosthetic calcar fracture which was fixed with two cerclage wires. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Which factors led to the periprosthetic fracture cannot be determined. The most likely contributing factors are related to surgical procedure and patient bone condition. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on jun 25, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: d11, b5, g4, g7, h1, h2, h10. The manufacturer received x-rays and surgical notes which will reviewed as part of ongoing investigation. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Product was implanted on right side and patient sustained intra-operative calcar fracture. The fracture was fixed with two cerclage wires. Leg length discrepancy ¿ 8mm right short (pre-operatively)

Manufacturer narrative:
Medical product. Biolox delta, ceramic femoral head, m, 40/0, taper 12/14; catalog no#: 00877504002; lot#: 2993825. Unk cerclage wires x2;catalog no#: unknown; lot#: unknown. G7 pps ltd acetabular shl 60g; catalog no#: 010000667; lot#: unknown. G7 neutral e1 liner 40mm g; catalog no#: 010000865; lot#: unknown. The manufacturer did receive timeline, my mobility clinical study document for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Product was implanted on right side and patient sustained intra-operative calcar fracture. The fracture was fixed with two cerclage wires. Leg length discrepancy ¿ 8mm right short (pre-operatively).